Event description:
Patient reported obtaining back-to-back blood glucose results of 106 mg/dl and 45 mg/dl, while using the suspect device. Patient indicated that, at the time the results were obtained, she was exhibiting symptoms of hypoglycemia. Patient reportedly self-treated by drinking orange juice and eating candy. No injury was reported. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.